Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, black foreign matter was seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, black foreign matter was seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received two photos for investigation. A visual examination of the photos revealed a black particle on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.